Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient has reported that their bottom teeth do not align with their top teeth. Patient has reached end of treatment with the top teeth but not the bottom. When wearing the bottom aligner during the day their teeth are pushed out of alignment and are mismatched with their top teeth. They can especially feel it when chewing food. This is very uncomfortable, and they feel is detrimental to the structure of their teeth over the long run. Patient provided 2 videos showing the right and left side but no front bite video. Confirmed compliance with upper aligner step 16 and lower retainer. Patient's lowers shift during the day when not wearing the lower retainer. Tooth #7 still out of alignment. Requesting for a bite video for further evaluation and provided information with the 22-hour wear time. Next steps will include review of patient's bite concern when chewing and further advisement.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.